Event description:
Reporter indicated that patient needs a complete ncp system replacement because of damage to electrode insulation. Revision surgery is planned.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.